Manufacturer narrative:
E1. Initial reporter facility name: (B)(6).

Event description:
It was reported that a device fracture occurred. The 25mmx3.5mm in diameter, 100% stenosed target lesion was located in the mildly tortuous and calcified left anterior descending artery (lad). A stingray lp catheter was selected for use. During the procedure, it was noted that the shaft was fractured. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that at 19.4cm, and 82.8cm from the strain relief, the shaft was kinked. There was blood and contrast found to the outside of the shaft. Microscopic inspection revealed no further damage or irregularity. There was contrast in the inflation lumen, blood in the guidewire lumen, and the balloon was loose. Product analysis could not confirm the reported fracture as the device was returned intact.

Event description:
It was reported that a device fracture occurred. The 25mmx3.5mm in diameter, 100% stenosed target lesion was located in the mildly tortuous and calcified left anterior descending artery (lad). A stingray lp catheter was selected for use. During the procedure, it was noted that the shaft was fractured. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.